Event description:
There was no patient involved in this event. The device status indicator led is flashing red, indicating that the device may have failed a routine self-test. A device in this fault mode if left undetected could result in the failure of the device to perform if required.